Event description:
It was reported that during interrogation, the pulse generator exhibited inappropriate measured data.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis confirmed normal battery depletion.